Manufacturer narrative:
Based on the claim against the product by the customer noting erbe generator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse did not perform any testing on the erbe generator. Fse instead facilitated a proactive replacement of the erbe generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the erbe generator exhibited persistent issue when the system was initialized and tested after surgical port placement. The erbe generator became non functional. The surgeon elected to convert the procedure to laparoscopic surgery. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the system was initialized and the user observed persistent issue with the integrated electrosurgical unit (iesu) erbe generator and the energy instrument. The customer received phone assistance from the technical support engineer (tse). Upon verification, the reporter noted the erbe generator provided a sound like it was delivering energy but there was no energy observed at the instrument tips. Troubleshooting was attempted by replacing to different energy instruments, energy cable and power cycling the erbe generator; however, the issue persisted. The surgeon elected to replace the erbe generator with a force triad generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was already docked and surgical ports were confirmed to have been placed already. The surgeon elected to convert the procedure to laparoscopic surgery. The existing surgical ports were not resized or increased and there were no extra surgical ports placed. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electro surgical generator unit (iesu) to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. The unit energized and cauterized, and all ports recognized instruments. As a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation.